Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir did not stay in pump due to crack at the rim. Customer's blood glucose value was 250mg/dl. Customer declined to troubleshoot for high and low blood glucose levels. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The device was received with cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and cracked case at reservoir tube window corner.